Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative indicating that the devices were returned. The cause of the catheter leak at the entry to the spine was reportedly not known. See manufacturer report number 3007566237-2015-04076.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. Product ID: 8578, lot# b0890569k, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. Product ID: 8583 lot# b0900077k, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (20 mg/ml, 10 mg/day), clonidine (37.5 mcg/ml, 16.856 mcg/day), and bupivacaine (1.2 mg/ml, 0.5394 mg/day) via an implantable infusion pump. The drug lot numbers, concomitant medication list, patient medical history, and patient status were not obtainable. The indication for use was not noted. The issue was found during a normal pump replacement, due to an elective replacement indicator (eri) of less than 1 month. Upon opening the scar, the proximal part of the catheter showed "erosion", after the connection to the pump. The proximal part was cut and tested, by injecting sodium chloride (nacl) 0.9%. A leak could be observed at the "erosion" site. The remaining catheter could not be aspirated. A decision was made to inject the catheter with contrast medium. Leakage of contrast medium could be observed under fluoroscopy, at the catheter entry to the spine. However, contrast medium was observed in the intr athecal space. The lot number of the catheter was unknown. The new pump was implanted, without refill with medication, after replacing the proximal part of the catheter. The patient was scheduled for catheter replacement in "one week". The issue was not resolved, as of (B)(6) 2015. The hcp reportedly had no further information. Additional information was received by a company representative on 2015-12-15, indicating that the catheter was replaced on (B)(6) 2015. The pump was refilled with morphine 5 mg/ml and the daily dose was set to 1 mg/day. No further information was provided. See manufacturer report number: 3007566237-2015-04076.

Manufacturer narrative:
Analysis results indicated that damage occurred to the catheter body during implant and that the catheter body had a hole, caused by deep abrasion. Foreign material was seen on the catheter body.

Event description:
See manufacturer report number 3007566237-2015-04076.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.